Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70 serial: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced to enable patient to get full body magnetic resonance imaging (MRI). No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.